Event description:
The pt was placed on iab therapy because of low cardiac output after a bypass procedure. Blood was noted in the tubing and the iab was removed and not replaced. The pt expired later due to other illness complications.

Manufacturer narrative:
No user facility number provided.